Manufacturer narrative:
Device analysis for lead (B)(4) revealed no significant anomaly. The lead body outer insulation was melted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998-20, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they went to the hospital because of pain. The patient complained of severe pain to the surgeon. The surgeon checked the implantable neurostimulator (ins), extension, and lead. It was found the lead had 5 contacts out of order/non-functional. The surgeon decided to change a new lead immediately to resolve this issue. The damaged lead was replaced on the day of this report. The patient outcome was noted as further intervention to prevent permanent disabilities.